Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. No irregularities were noted in the helix/tip of lead and setscrew marks were observed at the correct location. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this right ventricular (rv) lead had dislodged. Oversensing with pacing inhibition causing asystole greater than two seconds and high thresholds were reported. The lead reportedly dislodged twice. The replacement lead was placed in the septum rather than the apex. No additional adverse patient effects were reported.